Manufacturer narrative:
The company service representative examined the system and replicated the reported events. The company service representative observed that the integrated circuits on the motherboard were swollen and there were watermarks and salt formation in the main air source assembly. The host module and the oil/air dryer filter were replaced to resolve the issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to swollen integrated circuits on the motherboard, as well as watermarks and salt formation. However, as to how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the machine "hung" (became frozen) and a pressure leak was observed. The system was switched out to initiate surgery.